Event description:
A revolution ivus catheter was used to image an artery with no issues prior to treatment. After treatment, the artery was re-imaged and the physician felt that the tip was not tracking over the asahi prowater 0.014 guide wire. The physician removed the whole system at once and rewired the patient. The procedure was successful with no adverse events. The patient was stable and released from the hospital as scheduled. This is being reported as a notification only. It is volcano's current policy to report all instances in which a catheter issue causes removal or exchange of a guidewire.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the returned revolution ivus catheter was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported event. To date, this is the only reported instance of this failure mode within this lot. The complaint device was returned for evaluation. A visual inspection of the device was performed and no parts were found to be separated or missing. The guide wire exit port was observed to be stretched and torn approximately 1mm on the distal side. A small loop was created by the stretching of the exit port that likely entrapped the guide wire causing the inability of the revolution to track over the guide wire. This type of stretching usually occurs when excessive force is applied to the catheter when resistance is encountered. There were no manufacturing defects observed that would be likely to contribute to this failure. The IFU states: "do not advance the catheter if resistance is encountered." The physician followed this instruction and removed the catheter and guide wire together as a single unit. No patient injury or other adverse event was reported.